Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to defective display (screen interference). No logs provided. As a resolution, provided pn 030.100.061 and pricing for unit screen replacement. Received part order and processed RMA.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Vyaire tech support recommended screen replacement. Provided pn 030.100.061. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator screen is discolored and resetting it did not make it go away and it appears to be getting worse. No patient involvement.